Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. The slide insert was visible in the viewing window and the slide retract and linkage assembly were observed to be fully retracted. Removal of the top housing did not result in the formed needle retracting into the pod. Inspection of the internal components found the formed needle to be dislodged from the slide retract. Damages were observed on the slide retract and formed needle indicating that the formed needle had been incorrectly installed into the slide retract. This incorrect installation resulted in the formed needle becoming unseated during needle mechanism deployment, preventing the needle from retracting after deployment. Inspection of the pod found the distal tip of the soft cannula to be damaged. This damage did not include the cross drill. During the investigation, this damage did not prevent fluid from flowing through the complete fluid path. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. It could not be determined how or when this damage occurred.